Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While preparing for the case the scrub tech was screwing the size 3 box into the femoral trial and the piece of the instrument behind the screw that has the "feet" broke in half.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. The root cause of the breakage is unknown. The investigation did not establish the need for corrective action at this time. Continue to monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.